Event description:
During a coil embolization procedure, two coils (orbit mini complex fill 3.5x9 637mf3509/15320727 & orbit mini complex fill 2x1.5- 637mf0201/ 15229217) stretched and the enterprise vrd (enf452212/lot unknown) pre-deployed in the microcatheter hub.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00087 and 1058196-2012-00088.

Manufacturer narrative:
Please note that the following information was accidentally not included in the initial medwatch report submitted on (B)(4) 2012: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229217, no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00087 and 1058196-2012-00088. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, two coils (orbit mini complex fill 3.5x9 (B)(4) & orbit mini complex fill 2x1.5- (B)(4)) stretched and the enterprise vrd ((B)(4)/lot unknown) pre-deployed in the microcatheter hub. The device was not returned for analysis. A review of the manufacturing documentation associated with the orbit mini complex fill 2x1.5 lot 15229217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Due to the lack of procedural information and without the return of the device for analysis, no conclusion can be made regarding the reported stretching of the coil. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00087 and 1058196-2012-00088.